Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, technical support specialist dialed into two server's server 2012 es v1.5.2.1 and server 2019 es v1.11 but was unable to replicate the issue reported by the user. The server began functioning normally, and the issue resolved on its own. On server 2019, w3svc (world wide web publishing service) was found stopped and manually started. Access to patient encounter system (pes) failed due to an invalid certificate, though the bound certificate was valid and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, server was opening in advanced mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.